Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that her onetouch ultramini enhanced meter read inaccurately high compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation. The patient alleged that the issue with the meter started about one and a half weeks prior to contacting lfs. The patient reported that she was ¿sweating¿ and ¿feeling low¿, so she tested her blood glucose (bg) level with the subject meter and reported that she obtained an alleged inaccurate high result of ¿5.8 mmol/l¿. She alleged that she then tested her bg on her friend¿s unknown meter, and obtained a result of ¿3.4 mmol/l.¿ she reported that the comparison was performed within 30 minutes of each other. The patient manages her diabetes with insulin pump therapy. She reported that she consumed food and/or drink to treat her symptoms. She denied using any other meter to check her bg level at this time. At the time of troubleshooting, the csr noted that the patient was using the correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site and the correct testing steps. However, she did not have control solution, and she had already disposed of the meter. Replacement products were sent to the patient. This complaint is being reported because although the patient claims she was symptomatic at the time of obtaining the alleged inaccurate high result, it cannot be ruled out that the meter may have been reading inaccurately before this time. As a result, the patient may have overmedicated, causing the alleged symptoms indicative of a serious injury.